Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed no image on the touchscreen while the device emitted normal sounds consistent with operation; troubleshooting steps including power cycling and charging did not restore the display, and a replacement ilet was issued with return of the original device pending. Symptoms included hyperglycemia with readings in the 250¿300 mg/dl range and intermittent spikes lasting approximately 30 to 60 minutes, without ketone testing, medical intervention, or other assistance. Outcomes included temporary elevation of blood glucose managed at home. Investigation included collection of user reports, request for screen images or video, and shipment tracking to confirm replacement delivery and inspection of the returned device. Investigation of this device revealed a device display malfunction on the touchscreen assembly leading to loss of visual user interface while the device otherwise produced operational sounds; the user employed subcutaneous insulin via syringe as back-up therapy. It was concluded, based on previously established findings for similar reports, that the cause was a hardware display failure of the screen component.